Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of error message (sf65). The evaluation determined that that the system fault was due to an isolated software issue. The device software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65) indicating corrupted program data. There was no patient injury reported as a result of this incident.